Manufacturer narrative:
A ge representative evaluated the system and adjusted the image diameter and the collimator iris diameter within specifications. System operates as intended. (B) (4).

Event description:
The customer reported the beam exceeds physical image by 4.4% of 22.5 inch sid in mag mode 1. No pt injury was reported.